Event description:
It was reported that when using the bd pyxis¿ es server patient details were shown as discharged. The customer informed that they had attempted to send new admit, discharge, and transfer (adt) transactions, but the patient status was still not updating. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the patient was showing as discharged. A technical support specialist (tss) assisted the customer with performing a reverse discharge, after which the patient was shown as admitted. The system functioned as intended after technical support specialist assisted the customer to resolve the issue.